Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter was unable to provide any of the alleged inaccurate readings at the time of the call. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.